Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the coating at the insertion section peeled off due to physical stress. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿3.2 inspection of the endoscope. 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the bending section cover rubber was not waterproof due to cutting, the connecting tube was dented, the bending angle in the up direction did not meet the specification due to wear of the angle wire, the adhesive around the light guide lens was worn, the adhesive around the objective lens was worn, and there was a trace of corrosion in the connector plug. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis lucera bronchovideoscope had a leak at the bending part. The issue was observed during preparation for use on a diagnostic procedure. The procedure was completed with a similar device with no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found the coating is peeling off the connecting tube (more than 1mm2). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.